Event description:
According to the rptr: during the case, a jaw is deviated to one side. The clip did not close properly. No clips fell into the pt's cavity. Another clip applier was used to complete the case. Operative time was extended by more than thirty minutes.

Manufacturer narrative:
(B)(4).